Event description:
General report rec'd of an unspecified number of undocumented incidents of no flow. On unspecified dates, it was reported that unspecified primary tubing sets were being used to deliver unspecified medications via pumps. At unspecified times, the option-lok male adapter of the secondary tubing sets were connected to the proximal y-site of the primary tubing sets for piggyback deliveries of unspecified medications. The primary solution containers were hung lower than the secondary solution containers. The customer contact reported that after the deliveries were started, no flow of solutions were noted. It was reported that the secondary tubing sets were replaced and the therapies were initiated. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.